Event description:
Additional information received from the consumer reported that the steps taken to resolve the stimulation vibrating the patient leg was that they told the patient not to go higher than 4 on their monitor.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0y3fc, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer and manufacturer representative reported that the patient had uncomfortable stimulation. On (B)(6) 2015, the patient increased stimulation to 5 and was not getting any signals from the implantable neurostimulator (ins) that they were aware off. Then the patient increased to 5.3v and numbness, tingling in the left leg, and it was paralyzed. The patient&#38112;therapy was on at 5.3v on program 1 and decreasing the amplitude eliminated the uncomfortable sensation. At 4.3v, stimulation made the patient's leg feel like it was pushing to the left, but it had less tingling and numbness. The patient decreased to 2.5v and at this setting was comfortable and the tingling, numbness, and left leg paralysis was now gone and the patient could move their leg just fine. The patient didn't want to turn it down because they were worried they wouldn't have enough stimulation to control their symptoms. On (B)(6) 2015, when stimulation was at 1.0v it vibrated the patient's leg. If the patient had stimulation any lower, they didn't have any bowel movements. The patient was having problems with their device not working right. The patient would have an appointment with their managing health care provider (hcp) sometime during the week of (B)(6) 2015. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome regarding the stimulation vibrating the patient's leg and the device not working right were reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.